Event description:
Pt had l5-s1 posterior spinal fusion 1 yr ago with "very good relief of her pain" until 1-2 months ago, pt had increasing pain in back & going down leg. Xrays taken in office showed fracture of the right s1 screw. This fracture was noted on films from 11/94, but pt was asymptomatic at that time.